Event description:
It was observed, that during the device evaluation. The camera head exhibited buttons were leaky. There was no patient involvement.

Manufacturer narrative:
The device evaluation found buttons were leaky. Based on the results of the investigation, it is likely, that the most probable cause of the identified failure is cause traced to component failure. A device history review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.